Event description:
Severe left ventricular dysfunction with ICD device and pacemaker. History of discharge. Multiple episodes or atrial arrhythmias recorded by ICD. Right bundle branch block also present. Supra ventricular tachycardia experienced places patient at risk of sudden death.